Manufacturer narrative:
During a service visit, the field service engineer (fse) identified a failing degasser tank, twisted rinse tubing, and incorrect water pump settings. The fse re-routed tubing, adjusted the water pump settings, and replaced the degasser tank. After service actions, the qc and calibration were acceptable. The bicarbonate reagent lot number and expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for bicarbonate (hco3) on a cobas c 503 analytical unit module. The initial result was 48 mmol/l, the sample was repeated on a second analyazer, with a result was 26 mmol/l the initial result was elevated and did not match the previous values, prompting a rerun. The repeat result was deemed correct.